Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. (B)(4).

Event description:
It was reported that the patient experienced bleeding and clot retention and as a result, required a laser surgical procedure of his prostate. Additional information has been requested but not received.